Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.